Event description:
It was reported to arthrocare on (B)(6) 2011 that a patient underwent an achilles tendon reattachment procedure on (B)(6) 2011 using an opus smartstitch m-connector. The tip from the right side needle broke off the smartstitch m-connector when the magnumwire suture cartridge was deployed. Needle tip was retrieved from the patient by cutting the achilles tendon. Reportedly the surgery was delayed by 30 minutes. Procedure was completed with no adverse reactions to the patient and no patient injury.

Manufacturer narrative:
(B)(6). The investigation is currently in progress. A follow up report will be submitted when the investigation is complete. (B)(4).